Manufacturer narrative:
(B)(4). Method: the actual device has not been received for analysis. A review of the device history record (DHR) and label review was performed. Results: as a device analysis cannot determine the root cause of the flow issue, no device testing methods are available. In addition, the customer indicated that they use a baxa filler to fill the pumps. A pharmacist reported that the filler would be tested to ensure the correct saline volume is correct and not under filled. No further information has been provided in regards to these test results. The patients in these incidents experienced adverse signs and symptoms of nausea and vomiting and another patient experienced blurred vision. Based on the u.s. National library of medicine common side effects of 5 fu ( fluorouracil ) include nausea and vomiting. According to the mascc textbook of cancer supportive care and survivorship almost one-third of patients getting doses of 5 fu develop some type of ocular side effect manifested by blurred vision, photophobia, excess tearing, and eye irritation. Therefore , the drug 5 fu may be a contributor to this incident. Conclusion: as the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Event description:
Please reference: 2026095-2015-00329/15-01066(b). Fill volume: 230ml, flow rate: asku, procedure: asku, cathplace: asku, infusion started: (B)(6) 2015 at 5:00pm, infusion ended: (B)(6) 2015 at 3:30pm. It was reported by the pharmacist on (B)(6) 2015 that an infusion ended sooner than expected. The patient was hospitalized for confusion, nausea and vomiting. The patient was evaluated and discharged. It was reported that the patient was recovery at the time of the report.